Event description:
Medtronic received information that during the use of a bio-medicus nextgen cannula, the customer reported a crack at the root of the cannula. The device was replaced to complete the procedure. No re-puncture was required when the product was replaced. There was no patient impact associated with this event. Additional information received: the cannula was not heated or cooled prior to use. The customer stated that the crack was a few millimeters in size. There was no blood loss due to the crack, and no blood transfusion was required as a result of the crack. It was asked but unknown whether there was any visible air in the system because of the crack.

Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device shows evidence of cracks in the connector. Note: the hemostasis cap was not returned. Reason for return was confirmed. Conclusion: after investigation at medtronic, the complaint is confirmed for a cracked cannula body connector. It is unknown what may have caused this occurrence, however, based on the available information, this complaint is potentially the result of a use-related issue. The damage to the cannula connector can occur when the introducer is inserted into the cannula body without the use of the hemostasis cap. The introducer handle can cause stretching, crazing or cracking when it is forced into the connector. The complaint product was returned with the introducer inside the cannula body without the hemostasis cap. The hemostasis cap is clear and is attached to the introducer on the provided protective sheath. Review of the device history record was not completed because there were no suspected manufacturing issues with the returned product. There were no adverse patient effects as a result of this occurrence. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.